Manufacturer narrative:
--

Event description:
The patient had an x-ray and echocardiogram performed however the results were not provided to us. The patient will be monitored.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) detected high left ventricular (lv) lead impedances, high lv threshold measurements and loss of capture (loc). A lead fracture was suspected. No adverse patient effects were reported.